Manufacturer narrative:
A review of system data was completed and found no issue with the system that would cause the adverse event.

Event description:
Received a complaint form from tim stating on 7/30 a treatment was completed, however during the patients return visit it was noticed the patient had burns.